Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation of broken fiber was confirmed. In addition, evaluation found the following: the control unit had corrosion, due to water leakage; there was foreign objects found in the bending section cover, eyepiece, angulation lever, and the up/down plate; there was corrosion on the light guide cover glass and the electrical contact of the eyepiece; there were significant breakages on the image guide bundle (ig bundle); the bending angle in up direction does not meet the standard value, due to wear of angle wire; the adhesive on the bending section cover was detached; the water tightness was lost, due to damage on channel tube (ch-tube); the connecting tube and grip were dented, the image guide protector was scratched; a foggy image occurred, due to damage on the objective lens; there were discoloration on the universal cord, control unit, and scope cover (s-cover); the forceps and the channel cleaning brush cannot be inserted smoothly, due to a dent on the channel tube. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofiberscope had image issue due to a broken fiber. During the evaluation, it was found that the forceps channel port was shaved. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by scraping of cleaning brush during reprocessing. The events can be detected/prevented in accordance with the following instructions for use: 3.2 preparation and inspection of the endoscope inspection of the endoscope 1. Inspect the control section and the endoscope connector for excessive scratching. Olympus will continue to monitor field performance for this device.